Event description:
It was reported that the lag screw reamer was fractured during drilling. No fragments fell in the patient and all broken pieces were retrieved. The surgery was completed using another instrument.

Manufacturer narrative:
(B)(4). G2: jordan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - drill. Visual examination of the provided pictures identified the tip of the reamer has broken off of the shaft. The lot number of the pictured device matches the reported lot. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.